Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient experienced proximal hydrocephalus. It was reported that this is not considered to be an adverse event. No further information in this event was provided. No further complications were reported and/or anticipated.